Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detaled analysis determined that the allegation against the lead was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was explanted. No additional adverse patient effects were reported.